Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A review of the device labeling was completed. Iritis is identified in the labeling as a known adverse event after icl implantation. The dfu states potential adverse events can include iritis (iridocyclitis) and may require secondary surgery. The dfu provides the surgeon instruction for complete ovd removal. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases the degree of inflammation may be more severe. Procedural factors including surgical technique, inadvertent intra-operative trauma and the use of pro-inflammatory substances into the eye may have contributed to the event. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Event description:
A health care professional requested a medical consult due to a patient experiencing iritis 3-4 months post-op following an implantable collamer lens (icl) implantation procedure. This is only occurring in one eye. It is noted that iritis had resolved with steroids medication, but after medication was discontinued it returned. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the issue has now resolved and medication is no longer in use. H6-investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).